Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a damaged snap hook and a damaged viewing window. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because the hook and the window of the shoulder pack were broken. The shoulder pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.